Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet complete. Additional information will be submitted within 30 days of receipt.

Event description:
The cypher stent would not inflate during the procedure. The patient was a female of unknown age. The target lesion was the mid left anterior descending branch. The vessel was a de novo, but not calcified or tortuous. There was 90% stenosis. A cypher (3.0 x 13mm) was delivered to the target lesion. Pressure was applied gradually, but the stent would not inflate at all. Therefore, the physician removed the stent delivery system and confirmed the balloon to be ruptured. A different cypher of the same size was implanted instead and the procedure was successfully finished. There was no reported patient injury.